Event description:
Healthcare professional reported "device migration/implant malposition, change shape/size/style" via the national breast implant registry (nbir). This record is for the right side. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration and malposition.